Event description:
It was reported that the right ventricular (rv) lead pace/sense impedance was greater than 3000 ohms. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead pacing impedance was out of range high. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2013. Weekly pace lead trend data shows an increase for max ventricular pace bipolar impedance equal to 817 to 4047 ohms peak between (B)(6) 2013. (B)(4) implantable cardioverter defibrillator. (B)(4).